Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time). The device was subsequently returned and found a high current drain condition due to current leakage in a ceramic capacitor. (B)(4).